Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: h3: device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires on the jaw popped up. The case was completed with a new evh kit. There was no injury or significant delay reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires on the jaw popped up. There was no injury or significant delay reported.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode trend analysis: (4110/213/67 ) the overall 24 month product complaint trend data for the period feb 2020 to jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 /13 & 22) the device was returned to the factory for evaluation on 03/10/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.